Event description:
A malfunction alarm was reported with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after assistance, the malfunction did not recur. The customer was advised to continue using the pump and to report any recurring issues.